Event description:
Literature was reviewed regarding takotsubo cardiomyopathy post leadless implantable pulse generator (ipg) implantation. The authors described a patient who was implanted with a leadless ipg. The patient was asymptomatic the day after the procedure; however, routine transthoracic echocardiography revealed akinesis in the left ventricular (lv) apex and hyperkinesis in the basal left ventricle. Myocardial scintigraphy indicated takotsubo cardiomyopathy. Thirty days after the procedure, the lv systolic function improved and the cardiac function in general gradually improved. The leadless ipg remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra product ID: mc1avr1-delsys serial: (B)(6) d9: no this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: takotsubo cardiomyopathy after atrioventricular synchronous leadless pacemaker implantation for complete atriove ntricular block. Cjc open. 2025. 7: 1461¿1462. Doi: 10.1016/j.cjco.2025.08.007 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.